Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Deflation: observed, two openings on anterior assessed as surgical damage. Additional observations: creases is observed.

Event description:
Healthcare professional reported a possible right side implant exchange with no complaint against the device. Healthcare professional later reported right side deflation and capsular contracture baker grade unknown. Device has been explanted and replaced.